Event description:
Pt alleges receiving a right breast implant on july 23, 1991 of an unk MFR and as a replacement for one received of another MFR. Physician's letter states in dec 1991 the implant developed problems with the right breast necessitating removal and subsequent replacement of this prosthesis on dec. 4, 1991 with a device of an unk MFR. Pt alleges sufering rheumatism, severe hip pains, feet pains, bronchitis sometimes 6-7 times annually, cystitis, mixed connective tissue disease and atypical rheumatic syndrome. Reference mw072498, mw072498b.